Manufacturer narrative:
Based on the logfile analysis, the case in question could be reconstructed. The device detected a high pressure difference between the inspiratory and expiratory pressure due to a high flow resistance between the inspiration and expiration area. During the inspiration phase the pressure in the ventilator, the inspiratory branch and the expiratory branch up to the closed peep/pmax valve should be nearly identical. In case of a significant deviation of these values the atlan issues a "ventilator failure" alarm and stops automatic ventilation as a safety precaution to prevent from wrong airway pressure and switches to man/spont ventilation. Reportedly, the surgery was completed with manual ventilation. Possible root causes are for example a stenosis or a wet filter. A technical problem was not found. Dräger finally concludes that there is no issue with the device which would require repair or correction. The atlan has responded to the detected situation as specified and has posted the corresponding "vent fail" alarm" and has stopped the automatic ventilation. Appropriate risk mitigation measures are in place; some of them are under responsibility and control of the user.

Event description:
It was reported that during using the device, ventilator failure occurred. The surgery was completed with manual ventilation. No patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during using the device, ventilator failure occurred. The surgery was completed with manual ventilation. No patient injury reported.